Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was removed from body and noticed that there was no electrode. Customer's blood glucose level was 12.0 mmol/l at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula mostly retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.